Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported by the customer that low insufflation performance was identified in the high flow insufflation unit during routine service and maintenance activities. There was no patient involvement, and no adverse event was reported.